Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
It was reported that an overspeed message occurs and then the pump shuts off. There were no adverse consequences reported to a patient as a result of this event. Note: the customer did not report the date of the event.